Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment and broken battery tube threads. The insulin pump powered up properly after battery installation. No critical pump error (open book image) noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. However, insulin pump failed the sleep current measurement and power supply test failed during self-test during self test due to problem isolated to the lithium backup battery and electronic stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. Customer also stated insulin pump gave open book picture. The insulin pump will be returned for analysis.